Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler reload for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A site history review was performed and the only complaint related to this event was for the stapler reload falling inside the patient. No images or videos of the event were provided for review. A system log review showed there were 2 stapler 45 reloads used during the procedure (lot: l10180713-0497 and l11180727 0089) on system (B)(4). It is unknown which of the two lots was the reload in question. Further review of the system logs for the stapler instruments used during this procedure has been performed. The following additional information was obtained: the stapler 45 (pn 470298-14, lot t10190528-0078) was installed 4 times. The first install showed several incomplete clamps using a blue reload and the instrument was removed without ever successfully completing a clamp. On the second install, the user upsized to a green reload and the user was able to complete a clamp and complete a firing with this reload. The third install used a blue reload but there were no clamps or fires attempted before the instrument was removed. The fourth install also used a blue reload, but the instrument never attempted any clamps or fires. The logs subsequently detected the emergency power off (epo) of the system and the stapler release kit (srk) used on this instrument. There is nothing in the logs that would have prompted a message to the user to use the srk. This complaint is being reported based on the following conclusion: although the stapler reload was retrieved and no additional surgical intervention was required, an unintended component falling into the patient may require surgical intervention. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophageal diverticulectomy procedure, the endowrist stapler 45 installed on universal surgical manipulator (usm) 2 was not moving as intended by the surgeon. The stapler was stuck in the abdomen at a 90 degree angle and was forced out of the abdomen. There was no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information: according to a nurse who was in the or at the time, the staff set up the robot as they normally would and nothing unusual was noticed at the beginning of the case. There were other instruments used on the arm that the stapler was on and there were no issues. The stapler and sheath were inspected before installation onto the arm and the jaws were closed before it was installed on the robot. The issue occurred around mid-procedure. The stapler was passed through the cannula but it would not respond to the master tool manipulator (mtm) commands. In addition, the surgeon was able to provide the following additional information: the arms collided internally and the reload was knocked off the stapler. The stapler was reportedly "articulated quite a bit." The emergency stop warning was received and they could not manually straighten the arms. The or staff tried using the stapler release kit (srk) at that time to remove the instrument although the stapler was not grasping any tissue at that time. The site did not consult technical support when the event occurred. The or staff consulted with the clinical sales representative (csr) and was informed to forcefully close the jaws so that it was small enough to pass through the cannula and to emergency power off (epo) the system. The stapler was removed and a new stapler 45 was installed. The surgeon removed the stapler reload from the patient during the same procedure. There were no other issues for the rest of the surgery which was completed robotically. There was no injury or post-operative complications. There was reportedly a procedure delay of about 15-20 minutes.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.